Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(4) 2022, a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr) with a primary defect a2 flail. During preparation of the steerable guide catheter (sgc), the threads to flush port were stripped by placement of stop cock. The sgc was discarded on site. The first clip was implanted at a2/p2. The physician stated they believed the clip opened post deployment to 20 degrees, and mr increased to grade 3. Two other clips were implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).